Manufacturer narrative:
The returned product was evaluated and the investigation found the soft cannula to be cut short. The customer did not report that the cannula appeared abnormal so it could not be determined how the cannula was damaged. The rest of the device functioned properly. Lot release records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide model: ent450 145185caw rev e 03/16 checking your blood glucose 7 / page 96 warning: test results greater than 13.9 mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 or above 13.9, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 3.9 or above 13.9, follow the treatment advice of your healthcare provider.

Event description:
It was reported the patient¿s blood glucose reached 17.7mmol/l (319 mg/dl) after wearing the pod for longer than 48 hours on the leg.